Event description:
As reported by the edwards field clinical specialist (fcs), during a transfemoral tavr procedure following valve deployment there was moderate central aortic insufficiency for which a second 23mm sapien valve was implanted. Per report, the first sapien valve was deployed in a 50:50 position and moderate central aortic insufficiency was noted. The patient¿s native leaflets could be seen on transesophageal echocardiogram (tee) slightly overhanging the sapien valve. At first, it appeared that one leaflet was not functioning and after a couple minutes all three leaflets were visible but the central aortic insufficiency was still moderate. A second sapien valve was implanted slightly higher in a 60:40 position and the central aortic insufficiency was reduced to trace. The patient was transferred to the unit in stable condition. Additional information: per report, there was nothing unusual about this patient¿s native leaflets. The degree of native valve/leaflet and aortic root calcification was described as moderate. There was mild mitral annular calcification. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; there was no loss of pacing capture during valve deployment and ventilation was held. The sinotubular junction (stj) diameter was 21mm. There was no ventricular septal hypertrophy.

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. An edwards technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, based on the information available the exact cause for the aortic insufficiency cannot be determined. It is possible a combination of patient factors (moderately calcified leaflets) and procedural factors (a slightly lower pre-deployment valve position than assessed on tee) likely caused or contributed to the event. Per report the 2nd valve was implanted higher in order to resolve the aortic insufficiency. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.